Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06640. (B)(6). It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device & delivery system and a watchman access sheath. One partial recapture of the closure device was performed due to the release criteria not being met. The watchman closure device was successfully deployed and released. However transesophageal echocardiogram (tee) revealed a minimal pericardial effusion (pe). No additional actions were taken to treat the pe and the following day the event was resolved.